Event description:
Report received of a suction swab disengagement. Per the reporter, the affected device was discarded. Lot information was provided. Although requested, no additional information has been received.

Manufacturer narrative:
Awaiting same lot sample return. Investigation ongoing.

Event description:
Additional information received for reported suction swab disengagement. A nurse was performing oral care for a 74-year-old male, orally intubated, not alert or oriented patient who could not follow commands. While oral care was being performed, about one third of the foam on the suction swab disengaged from the rest of the foam, leaving small pieces of foam in the oral cavity. The disengaged foam was removed from the patient¿s mouth using suction and the staff¿s fingers. The stick of the suction swab was not broken, and this event occurred on initial use of the device. A bite block was not in use, as the patient was orally intubated. The patient did not bite down on the suction swab, and the swab was not damaged by any oral hardware. No medical intervention was provided, no medical procedure or surgery was delayed, and the patient did not experience any consequences or impacts. The reporter is returning a sample device from the same lot for evaluation. It has not yet been received. No additional information was provided.

Manufacturer narrative:
Lot information, a sample device from the same lot, and a photograph of the affected device was provided to aid in the investigation. A visual/functional inspection was performed on the provided photograph of the affected swab and the same lot sample. The photograph shows the swab with a piece of the foam on the bottom corner of the swab detached from the swab. The foam on each individual suction swab in the kit was found to be intact with no rips or tears observed. No pieces of foam were found to be missing. A product history review was performed for the components within the affected device¿s lot. Work orders for this lot could not have contributed to this event. All quality checks performed indicated passing results and all release criteria were met per the product drawing. In process quality checks are performed every two (2) hours and could potentially identify defects with the components. A labeling review was performed. The device label includes a warning section that states ¿use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard.¿ investigation into the reported complaint of swab disengagement resulted in no definitive root cause.

Event description:
The reporter returned a sample device from the same lot for evaluation on 07/07/2025. Evaluation of same lot sample device was completed on 07/08/2025.